Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an associated lead revision procedure, the right atrial lead was noted to be fractured. The lead was previously capped on (B)(6) 2007. The patient was doing well.